Manufacturer narrative:
MFR's report date: 05/16/2014. Internal file number: (B)(4). No devices received, log review only. The customer's report of an overinfusion of neo-synephrine (phenylephrine) was confirmed. The pcu event log shows that phenylephrine non-weight based dosing 10mg/250ml ((B)(4)) was programmed two different times on (B)(6)2013, the first at 9:48 am and then again at 10:20 am. The concentration for this drug was 40mcg/ml. Initially the user entered 8mcg/min for the dose, which made the rate 12ml/hr. Between 9:39am and 7:45 pm, the dose was changed multiple times which resulted in rates that ranged between 12ml/hr and 270ml/hr. At 7:48pm, the user programmed an infusion of phenylephrine non-weight based dosing 100mg/250ml ((B)(4)). The concentration for this drug was 400mcg/ml. The user entered 100mcg/min for the dose, making the rate 27ml/hr. This infusion ran at these parameters for approx 4 minutes before the device was channeled off. The root cause of the customer's report of an overinfusion of neo-synephrine (phenylephrine) was identified as a programming issue.

Event description:
Customer reported that a pt who was receiving neo-synephrine "100/250" (presumed to mean 100mg/250ml) at an intended maximum rate of 12ml/h "coded" and did not survive. During resuscitation efforts it was noted that the infusion was running at 120ml/hr with a programmed concentration of "10/250" (presumed to mean 10mg/250ml). The customer is unsure whether the pt's death is attributable to the over-infusion event.